Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 12/4/99 at a retail vendor. On 1/26/00 pt sought medical treatment for redness and swelling and was prescribed antibiotics.